Manufacturer narrative:
19-dec-2025 product investigation results: product return was received and evaluated. No failure could be identified; the product is according to specifications.

Event description:
Replacement heads coming apart- oral b toothbrush [device breakage]. Case narrative: consumer email stated that the replacement heads comes apart while using. No injury was reported. Follow-up (product investigation results) (19-dec-2025): product investigation result for the suspect oral-b refill was received. The received refills have all the characteristics same as an original oral-b refill. Further the refills are at their end of life. Based on investigation results, "no manufacturing cause" and "no design issue" was identified. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement heads coming apart- oral b toothbrush [device breakage]. Case narrative: consumer email stated that the replacement heads comes apart while using. No injury was reported.